Manufacturer narrative:
Additional information was added to b5, d1, d4, d10, g1, g5, h3 and h6. B5. The affected device is a clearlink system continu-flo solution set, previously submitted as unspecified access set. G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or baxter healthcare - dominican republic: carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure testing and clear passage testing, and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was simultaneous flow with an unspecified access set. The event was further described as magnesium sulfate (mgso4) was added as a secondary set to the primary at the top port closest to the back check valve and it was "drawing from both". This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.